Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 402 mg/dl at the time of incident. The customer¿s other relevant blood glucose level was 288 mg/dl and upto 400 mg/dl. The customer experienced symptom such as diabetic ketoacidosis. The customer states that insulin pump¿s auto mode was active. Customer assisted with troubleshooting. The insulin pump will not be returned for analysis.